Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a lead safety switch was triggered on this cardiac resynchronization therapy pacemaker (crt-p) by high, out-of-range left ventricular (lv) pacing impedance measurements. Lv impedance measurements began trending upwards several months prior and recently went out of range at least two times. No oversensing was noted. Boston scientific technical services (ts) discussed programming options for lead safety switch. No adverse patient effects were reported. This device remains in service.